Manufacturer narrative:
The investigation determined that a higher than expected amon (ammonia) result was obtained from a vitros liquid performance verifier (lpv) quality control (qc) fluid when processed using vitros amon lot 1018-0255-3944 on a vitros 350 chemistry system. The assignable cause of the higher than expected vitros amon qc result is an instrument issue related to microslide incubator contamination. Prior to service actions performed by an ortho field engineer (fe), a diagnostic vitros amon precision test was outside of ortho acceptable guidelines indicating the vitros 350 chemistry system was not performing as expected. Acceptable diagnostic vitros amon precision results were obtained after service actions were completed indicating an instrument related issue is the likely assignable cause of the event. Service actions performed on the vitros 350 chemistry system included cleaning of the microslide incubator hotplate and rotor and replacing of the evaporation caps. The fe also completed further preventative maintenance. Email address for contact office in manufacturer field is (B)(4).

Event description:
A customer obtained a higher than expected amon (ammonia) result from a vitros liquid performance verifier (lpv) quality control (qc) fluid when processed using vitros amon lot 1018-0255-3944 on a vitros 350 chemistry system. Vitros lpv I lot r8394 vitros amon result of 92.4 umol/l versus an expected result of 43.9 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros amon result was obtained when processing a control fluid. No results were reported out of the laboratory. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no reported allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4) and ivd (B)(4).